Manufacturer narrative:
This complaint was received from a clinical study involving a retrospective analysis of neuroblate procedures. This complaint was recently identified during the analysis of the clinical data. The timeliness of this submission is artifact of an old complaint handling process and are now being submitted.

Event description:
It was reported that following an ablation procedure, the patient experienced left sided weakness, headaches, and short term memory loss. The patient was prescribed levetiracetam, tdmi/kadcyla, novelbine, perjeta herceptin, tovol, germcitabine, cisplatinand, and dexamethasone. Subsequently, the patient died from an unknown reason not related to the procedure, index study or device.